Event description:
It was reported the balloon would not fully deflate after being inflated to 16-18 atm on the first pass. The balloon deflated 3/4 of the way. The doctor inflated the balloon and deflated it again and was able to get it to deflate a little more, but not completely. The doctor then cut the shaft of the sheath to try and see if he could get the balloon into a 6f sheath, but was not successful. The doctor was eventually able to manipulate the balloon and get it into the 5f sheath and remove the balloon with the sheath. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unk.